Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured vertically in the middle. The device was removed, and the procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.